Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of urinary incontinence could not be confirmed through product analysis as there were no device malfunctions identified. It is likely that the cuff size could have contributed to the incontinence. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use (IFU). The device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter was thoroughly analyzed. Visual and microscopic examination of the cuff did not identify any abnormalities or leaks in the component. Inspection of the remainder of the device did not reveal any irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to IFU. The ams 800 IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urine loss when coughing or lifting heavy objects. A month later, the 4.0 cm cuff was removed and replaced with a 3.5 cm cuff. The cause for the urine loss was not detailed by the facility. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced urine loss when coughing or lifting heavy objects. A month later, the 4.0 cm cuff was removed and replaced with a 3.5 cm component. The cause for the urine loss was not detailed by the facility. Following the intervention the patient was stable and improved. No patient complications were reported.